Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, lot #: unknown, ubd: unknown, UDI #: unknown. MFR site: this event took place in (B)(6). Device evaluated by MFR: system service was performed. Oder a flat emitter to test but still the problem, so reconnect the axiem controller cables then test , all test passed and the system is ready for use. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the flat emitter had an issue. There was no patient involved.